Event description:
It was reported that upon implant the lens would not stay in position due to capsule damage. The lens was cut out. Additional information has been requested, but has not been received. Reference MDR# 1313525-2015-00025 for the lens that was used during this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.